Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, had exhibited spikes of high out-of-range pace impedance measurements greater than 3,000 ohms as early as (B)(6) 2020. There were no episodes with noise, and thresholds were normal. The leads were evaluated in clinic, and no issues were observed. It was noted that the patient was paced 0% in the rv. It was discussed that the variable pace impedance measurements may have been attributed to the device/lead spring contact interaction. This device and rv lead remain in service. Technical services (ts) and the field representative discussed continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) defibrillation lead, had exhibited spikes of high out-of-range pace impedance measurements greater than 3,000 ohms as early as (B)(6) 2020. There were no episodes with noise, and thresholds were normal. The leads were evaluated in clinic, and no issues were observed. It was noted that the patient was paced 0% in the rv. It was discussed that the variable pace impedance measurements may have been attributed to the device/lead spring contact interaction. This device and rv lead remain in service. Technical services (ts) and the field representative discussed continued monitoring. No adverse patient effects were reported.